Event description:
It was reported that the wig wag on the 8800 system was obstructed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended, and put back into service.